Manufacturer narrative:
The 2.0mm sterling cuda blade was received for an evaluation. A visual inspection of the returned device verified that the inner tip has broken off at the proximal end of the cutting window. Further analysis by the quality engineer found the cause for this failure is related to improper device usage where a firm and foreign object had entered the cutting window of the shaver blade during use. This lot with the (B)(4) was manufactured on 28-apr-2016 in a lot of (B)(4) units. There have been no other complaints received for this item and lot number combination. A 2-year review of product history for this device shows a total of 3 complaints received for this failure. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have contributed to alleged tip breakage. There have been no serious injuries or death related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged blades/burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use blades/burs for plunge cutting. Damage or injury may occur.

Event description:
The user facility reported while using the 2.0mm sterling cuda blade during an arthroscopic carpal debridement, a fragment of the blade broke but did not fall into the surgical site. The surgery was successfully completed by using another 2.0mm sterling gator blade with no further issues. There was no delay or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.